Event description:
A malfunction was reported on the pump by the caller, who confirmed that no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with this process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support again if the issue reoccurred.